Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.

Event description:
It was reported that post-op a lap gastric adjustable band procedure, the patient presented with severe abdominal pain. An x-ray using contrast was done and contrast was found around the band. A diagnostic laparoscopy was performed and a leak in the stomach was noted. The band was removed and an air test was done as there was considerable inflammation and swelling from the surgery, to determine exact location of the leak. The patient was admitted in the hospital, waiting till the swelling has decreased to identify exact location of the leak to repair the stomach. The fellow believes the stomach was inadvertently perforated during band implant. However, it is unclear what caused the perforation.